Manufacturer narrative:
The model and serial numbers for the toothbrush were not provided. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their toothbrush caught fire. No medical attention was sought. No property damage occurred.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.